Manufacturer narrative:
Exact date unknown, event occurred a year from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2366500 model: sc-2366-50, serial: (B)(6), batch: 5121053 / 7071497.

Event description:
It was reported that the patient experienced inadequate pain relief. The patient underwent an explant procedure. The explanted ipg and leads were not returned.